Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. It was reported that no autopsy was performed, and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the device operated as expected.

Event description:
It was reported that patient passed away. The cause of death was unknown. The outcome was not considered to be device related, but due to other disease.

Manufacturer narrative:
Section e1: telephone number - (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.